Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room after receiving seven shocks from the implantable cardioverter defibrillator. The device was in backup vvi and could not be interrogated due to low battery. The device battery longevity was last assessed in (B)(6) 2014, where it was estimated at two years. The patient reports feeling a patient notifier two years ago possibly for the elective replacement indicator. It was unknown if the high voltage therapy was appropriate or not. The patient refuses to have the device replaced. The patient experienced no other adverse consequences.

Manufacturer narrative:
Correction: in the previous follow up report, event description should have been "additional information noted the device was explanted and replaced. The patient was in stable condition."

Event description:
Additional information noted the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Failure analysis found no anomalies. Analysis was normal. All therapies were appropriately diagnosed given the patients rhythm and device parameters. Backup operation and capacitor charge time outs are consistent with low battery.